Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the shaft bent and with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. This was due to the cracked blade. Further evaluation revealed that it was difficult to open and close the clamp arm and the rotational knob was difficult to rotate due to the shaft bent. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Event description:
It was reported that during an unknown procedure, solid tone with error code '5', and the jaw could not close and open as usual. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.